Manufacturer narrative:
Medical records review: the patient with history of left leg deep venous thrombosis had a vena cava filter deployed with the tip overlying the inferior l1 level. There were no immediate complications. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter was reportedly tilted and embedded in the wall of the ivc; allegedly it could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post deployment, filter retrieval procedure was attempted. Ultrasound guided right internal jugular vein access was achieved. The inferior vena cava was normal with no significant thrombus. The inferior vena cava was dilated, and the inferior vena cava filter was sitting in an oblique angle with the hook abutted the inferior vena cava wall. It was attempted removal by placing a wire through the tip of the filter and using a bard retrievable device. Because of the oblique angle, it was unsuccessful. With different techniques, a snare was attempted to use, but could not engage the hook with the snare as the filter was against the wall of the inferior vena cava. At that point, the procedure was aborted. Therefore, the investigation is confirmed for filter tilt, and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and bard retrieval device but were unsuccessful due to oblique angle, and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition h10: b6, g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter was reportedly tilted and embedded in the wall of the inferior vena cava. The filter was allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.